Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the user was calibrating after small gaps in the data. Customer care educated the user on proper calibration techniques and recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Further follow up was not possible as the user was unresponsive to multiple callback attempts. Further investigation was not possible.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.